Event description:
It was reported that the pump body was chipped, there was a button issue, and the usb port was damaged. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.